Event description:
The customer reported the high definition lcd monitor is unable to display image. The event occurred during preparation for use and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac confirmed the cabling between the cv-190 and the oev-262h and the customer informed tac that the serial digital interface (sdi) was going from sdi out in the cv-190 to sdi in 1 in the oev-262h. Tac instructed the customer to press port a and the customer confirmed that the digital visual interface was selected. Tac instructed the customer to set both port a/b to sdi 1 and afterwards, image was obtained. The issue was resolved and the device will not be sent in for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s probable that improper wiring with the monitor and processor resulted in the loss of image. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.